Event description:
It was reported that while in an analyzer session, sensing markers were unable to be obtained. Analyzer was changed out and issue was then corrected. Therefore conclusion was there is an issue with the analyzer and not the programmer. The analyzer is being returned for checkout/repair. No patient complications were reported as a result of this event.

Event description:
It was reported that while in an analyzer session, sensing markers were unable to be obtained. Analyzer was changed out and issue was then corrected. Therefore conclusion was there is an issue with the analyzer and not the programmer. The analyzer is being returned for checkout/repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing.

Event description:
It was reported that while in an analyzer session, sensing markers were unable to be obtained. Analyzer was changed out and issue was then corrected. Therefore conclusion was there is an issue with the analyzer and not the programmer. The analyzer is being returned for checkout/repair. No patient complications were reported as a result of this event.